Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 113, ran a functional check and it heated and cooled fine, after reviewing the csv file noticed the flow dropped by 50 percentage and triggered a 113 after the heater was turned off but the flow obstruction was corrected, and flow went back to normal. Biomed would like to know how to get to event log on device and clarification on alerts/alarms. Sn # (B)(6). Discussed alarms, 11 (patient temperature 1 below low patient alert), 14 (patient temperature 1 probe out of range), 15 (unable to obtain a stable patient temperature), 105 (cool patient end) & 113 (reduced water temperature control). Note left on device stated the device seemed to be cooling patient instead of warming patient. Explained the 113 could cause this. Suggested the rns call during the alarms so they can troubleshoot. Forwarded to ts for troubleshooting.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 113, ran a functional check and it heated and cooled fine, after reviewing the csv file noticed the flow dropped by 50 percentage and triggered a 113 after the heater was turned off but the flow obstruction was corrected, and flow went back to normal. Biomed would like to know how to get to event log on device and clarification on alerts/alarms. Sn # (B)(6). Discussed alarms, 11 (patient temperature 1 below low patient alert), 14 (patient temperature 1 probe out of range), 15 (unable to obtain a stable patient temperature), 105 (cool patient end) & 113 (reduced water temperature control). Note left on device stated the device seemed to be cooling patient instead of warming patient. Explained the 113 could cause this. Suggested the rns call during the alarms so they can troubleshoot. Forwarded to ts for troubleshooting.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.